Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a drawer failure. A technical support specialist remotely accessed the station and reviewed the device manager settings. After rebooting the station, the drawer was tested and found to be functioning properly. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had a drawer was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that there was a drawer failure. A technical support specialist remotely accessed the station and reviewed the device manager settings. After rebooting the station, the drawer was tested and found to be functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had a drawer was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.